Event description:
It was reported that the right atrial (ra) lead continued to dislodge when the stylet was pulled back during implant attempt. The lead was removed and successfully replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)